Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 25 in the mouth, primary stability was not obtained in type iii bone. Clinician noted patient's insufficient bone quantity. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 25 in the mouth, primary stability was not obtained in type iii bone. Clinician noted patient's insufficient bone quantity. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).